Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 19, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were observed with the cartridge, lens module, and device assembly; however, viscoelastic residue was observed below the lens module. The plunger rod advancement found no resistance; the plunger rod tip was observed to be bent upwards. No lens was received for evaluation. Further evaluation of the handpiece performed by the supplier revealed that the pushrod tip was bent and a quality deviation was identified. The complaint issue "lens damaged" was not identified during product evaluation as no lens was received for evaluation. The other observed issues could be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: based on the complaint investigation results, further investigation and root cause determination is required. Therefore, a nonconformance (nr-0262728) was initiated to further investigate the issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a crack on the intraocular lens (iol) after implantation. The iol remained in the patient's eye because the crack was not in the center of the lens. The account also indicated that they did not experience resistance while implanting the iol. The physician set the device according to the directions for use and used the eye viscoelastic at room temperature, placing it from the cartridge canopy. The plunger was pushed rapidly and at a constant rate. No more than 10 minutes passed between pushing the plunger forward and the lens being released. When the plunger was rotated to move the lens to the tip of the cartridge, the discharge of the lens was completed within 1 minute. No further information was provided. There were no patient injuries, and no other medical intervention was required.

Manufacturer narrative:
Section a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.